Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the redundant power tray assembly. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The redundant power tray assembly was analyzed and found to have error 86 in the logs, confirming the fault occurred in the field. Visual inspection did not reveal any issues related to the reported issue. The unit was installed on a test system and completed power cycles and idling without issue. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
It was reported that after a da vinci-assisted surgical procedure, a continuous non-recoverable error occurred at the end of the procedure. The procedure was completed with no report of patient injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the reporter confirmed that the issue occurred after the procedure ended. They tried to restart the system, but it did not fix the issue. There was no harm to the patient.